Event description:
IV pharmacy-filled c-treprostinil patient via a cadd solis pump. Patient reported that as they were setting up a new pump, they received the error "clear blockage" on their pump on (B)(6) 2026, no specific alarm code was provided. Patient reports that while troubleshooting, they received the same error message even after changing their tubing. No clinical injuries or adverse events were reported due to the product issue as the issue did not occur while the patient was using the pump. The pump ID available for investigation upon the patient receiving return shipping materials. The pharmacy has shipped a replacement device shipped as of 03/06/2026 patient did advise they had a backup pump available to use in the meantime and they were able to continue their life-sustaining infusion. Patient advised they wasted one cassette due and will use their emergency supply in the meantime. And the event is resolved as the malfunctioning pump has been discontinued and will be returned. The device serial number is (B)(6). No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided.